Event description:
A malfunction was reported when the pump unexpectedly displayed the reset screen. There was no information available regarding the impact on the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.